Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted image appears to display a fragment.

Event description:
Pre-op diagnosis: spinal canal stenosis procedure: plif (posterior lumbar interbody fusion) it was reported that metal fragment was found after final tightening during surgery. It is unknown whether it occurred from the set screw. No patient complications were reported as a result of this event.